Event description:
Pt called lfs and alleged that the meter would prompt the apply sample message intermittently. They also reported that they experienced a hypoglycemic episode at work and was taken to the hosp. Pt was given glucose at work by their co-workers and does not remember receiving any treatment at the hosp. No blood glucose results were given. It would have been helpful to know if the pt tested or attempted to test prior to becoming hypoglycemic. The issue was not resolved with troubleshooting. A replacement meter has been sent. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more info. The case is being reported as a malfunction because there is no evidence that the meter caused or contributed to a serious injury.